Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead stored occasional high, out-of-range shock impedance measurements, ranging between 80-130 ohms. No episodes were stored showing noise. Technical services discussed troubleshooting to see if any noise or jumps in impedance measurements could be created with patient movements and pocket manipulation. The physician could also deliver a maximum energy shock to test the integrity of the system. A request was made for the field representative to find out how this issue will be resolved. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead stored occasional high, out-of-range shock impedance measurements, ranging between 80-130 ohms. No episodes were stored showing noise. Technical services discussed troubleshooting to see if any noise or jumps in impedance measurements could be created with patient movements and pocket manipulation. The physician could also deliver a maximum energy shock to test the integrity of the system. A request was made for the field representative to find out how this issue will be resolved. No adverse patient effects were reported. The field representative confirmed that at present, the physician plans to continue monitoring the patient and impedance issue, with no immediate plans for intervention.